Event description:
According to the reporter during a procedure, the needle broke off in patient when attempting to close the vaginal cuff.

Manufacturer narrative:
D10 concomitant products: 173016, 173016 endo stitch instrument (lot#:j4k4547ey) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the needle broke off in patient when attempting to close the vaginal cuff. To resolve the issue, the surgeon switched to straight stick suture and had to take a significant amount of time to look for the needle to be retrieved. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one half of the needle was returned. The needle was returned broken at the swage. Instrument blade marks were observed outside the loading slot and on the cone. A segment of suture was returned with the needle. Functional testing was precluded as the needle was returned broken. It was reported that the needle broke off in patient when attempting to close the vaginal cuff. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of 'premature toggle' that was not related to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue can occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. Another unreported condition was detected of 'broken needle' that was not related to the reported condition. Internal process improvements have been initiated to mitigate this issue. The instructions included with this device provide the following guidance: ensure that the toggle levers are fully retracted prior to opening the jaws of the device. The reloading button should never be pressed when the instrument is in the body cavity, as this will release the needle. Inspect the application site to ensure hemostasis. Place additional sutures or use electrocautery if necessary to complete hemostasis. Endoscopic procedures should be performed only by physicians having adequate training and familiarity with endoscopic techniques. A thorough understanding of the operating principles, risks versus benefits, and the hazards involved in utilizing an endoscopic approach is necessary to avoid possible injury to the user and/or patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.